Event description:
The customer reported a problem with movement of the c-arm. No injury to patient. Customer was able to complete case.

Manufacturer narrative:
The service rep could not reproduce any lock malfunctions. Fse informed customer that orbital lock is necessary and should be used. System operates as intended.